Manufacturer narrative:
A1 to a5: patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler showing error messages onto display e16 and e18, concerning patient circuit. The issue occurred during procedure. There was no patient injury.